Event description:
The customer reported that over several days during the week of (B)(6) 2013., the cannula dislodged in four different pods that he was wearing, and he was unable to get his blood glucose level under 20 mmol/l (360 mg/dl). He did not provide specific blood glucose results or the product lot numbers.

Manufacturer narrative:
The product was not returned for eval. We are unable to assess product condition. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot qualification records were reviewed, as no product lot numbers were provided. The omnipod user guide warns: "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery" and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia and quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions for or handling interrupted insulin delivery".